Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal to distal right coronary artery with moderate tortuosity and calcification. This was an acute myocardial infarction (ami) patient. Pre-dilatation was performed with a non-abbott balloon and thrombus aspiration was performed. The 2.0 x 30 mm trek balloon catheter was advanced, but failed to cross to the lesion and the proximal shaft became kinked, then separated. The trek balloon catheter was removed out of the anatomy with care. The balloon had never been inflated. A non-abbott balloon catheter and a trek balloon catheter were used successfully. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.